Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek; however, it is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. Awaiting device return.

Manufacturer narrative:
The complaint device was received and evaluated. Visual inspection confirmed the distal ceramic portion of the tip is cracked and sections are missing. There is little erosion of the active tip indicating that the device has had little use. The reason for this occurring is unknown from the evidence presented. There is no obvious additional damage from a dropping or misuse event. It is also possible that the ceramic component had a fault prior to activation occurring, although this cannot be confirmed. A batch record review has been conducted and our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. A review into the complaints system revealed no other complaints for this lot of devices that were released to distribution. Based on the complaint history for such failure, at this point no further action is warranted. However, (B)(4) will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Electrode ceramic tip breakage in the bone. During an ankle arthroscopy, a fragment of the mitek probe was found in the joint by the surgeon. The fragment, very small and mobile, didn't have been able to be recovered. He hopes that there is no patient consequences.

Event description:
Electrode ceramic tip breakage in the bone. During an ankle arthroscopy, a fragment of the mitek probe was found in the joint by the surgeon. The fragment, very small and mobile, (B)(4) have been able to be recovered. He hopes that there is no patient consequences.